Event description:
It was reported that the left monitor on the 6800 system was out of sync. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards were re-seated during the service call. The system was tested and found to be working as intended and put back into service.